Event description:
Reportedly, during a myelogram procedure with the pt lying in the prone position, the image intensifier (c-arm) started to angulate towards the pt's backside without user request. Reportedly, the technologist could not stop the movement using the control panel so the technologist had to stop the movement of the c-arm by manually activating the collision protection switch but the pt was pinned between the table and camera. Reportedly, the pt was not injured and refused further treatment. The procedure was cancelled.